Manufacturer narrative:
Taper ii. The product associated with this report has not been returned because the device remains implanted at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis and testing once it is removed. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported by the pt as a leak in the port.